Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at site event on 02-may-2024. The infusion set was in use for less than a day. The glucose level was high (specific value unknown). No further information available.